Event description:
It was reported that during a procedure for benign prostatic hyperplasia, the fiber snapped in the middle of the procedure and due to this, the procedure was completed using another fiber. There were no patient complications.